Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast surgery, when the skin was being stitched, there was no loop on the device's tail. The patient status was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo was unable to determine the status of the suture loop. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast surgery, when the skin was being stitched, there was no loop on the device's tail. Another device was used to complete the case. The patient was in state of postoperative recovery.